Event description:
It was reported that the insulin pump has alarmed motor error. The blood glucose reading is 343 mg/dl. Customer treated with manual injection. During troubleshooting, the insulin pump failed the displacement test. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.